Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture ingress behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, evidence of moisture was found behind the display lens. The pump was powered on to a blank display. A leak test was performed and failed due to a case crack leak. The pump was opened to find evidence of moisture internally. The returned battery cap and test cap attached securely to the pump. One unexplained power on reset was found in the black box on the date of the complaint. The complaint of intermittent power was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).